Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a detached downstream occlusion (dso) seal as well as a defective dso sensor. The cause of the problem was the defective dso sensor/damaged dso seal. The dso seal and sensor were replaced to fix the issue.

Event description:
It was reported the patient's pca machine was alarming occlusion. Per reporter, the staff flushed the PICC line several times, administered alteplase as needed and made sure there were nothing blocking the line, but the pump kept alarming occlusion whenever the controller was pressed. Reporter stated they unlocked the cassette and tried reattaching it, but the machine showed cassette not attached. They replaced the pca machine with a new one. The patient waited 2 hours throughout the whole process, while in pain.